Event description:
It was reported that the patient experiencing inadequate stimulation and undesired stimulation in a non-target area. The patient underwent an ipg replacement procedure. The explanted ipg will not be returned.